Manufacturer narrative:
The insulin pump was programmed and monitored in 4 days and had no time gain or lose noted, no time anomaly noted. The insulin pump programmed with multiple bolus deliveries and all registered properly in the bolus history noted, no bolus anomaly noted. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. The insulin pump has minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump is not giving her insulin correctly and that sometimes it goes in too fast. Customer stated that their blood glucose readings have been high due to being out and not calculating carbs correctly. Customer mentioned that her blood glucose readings were 219 mg/dl in the morning and that the bolus is not delivering like it should. Customer stated that the insulin pump was telling her that she needed more insulin then her max bolus would allow. Bolus history was reviewed and it was noted that where she said she got 2 units, the history was showing that 10 units were delivered. The insulin pump was being replaced. No further information reported.